Event description:
Lnj was informed that the patient on #(B)(6) experienced av block again and had pacemaker implanted during golden week (japanese national holidays, (B)(6)). Additional information was received identifying the patients valve is functioning normally and the patient is stable. No information about pre-existing risk, history and or prior procedures was received. A concomitant bypass lita-lad was performed during perceval implant.

Manufacturer narrative:
The manufacturer received additional information and the following updated event description has been included in section b5: lnj was informed that the patient on (B)(6) experienced av block again and had pacemaker implanted during golden week (japanese national holidays, (B)(6)). Additional information was received identifying the patients valve is functioning normally and the patient is stable. No information about pre-existing risk, history and or prior procedures was received. A concomitant bypass lita-lad was performed during percival implant. Based on internal assessment, the relationship of the device to the identified conduction disorder was deemed to be unknown. The event was therefore reported in a conservative manner. The manufacturing and material records for the percival heart valve, model #icv1210 , s/n #(B)(6) , as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) percival heart valve at the time of manufacture and release. As the device remains implanted no further investigation is possible at this time. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is therefore a known, inherent risk of the procedure; however, the root cause of this event remains unknown. Fields changed: b4, b5, g4, g7, h2, h6.

Manufacturer narrative:
Device not explanted.

Event description:
A patient received perceval pvs25 as part of an avr on (B)(6) 2019. Livanova was informed that the patient experienced av block and had pacemaker implanted during (B)(6) week ((B)(6)). No further information was received.